Event description:
It was reported that the patient developed endocarditis infection from an unknown source. The implantable pulse generator (ipg) and leads were explanted and the patient received antibiotic therapy. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pulse generator 2008 (B)(6); 5076 implantable pacing lead 2008 (B)(6). (B)(4).